Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification. The device passed self test, rewind test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. The device was received with the insulin flow block alarm functioning properly. It was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump experienced high blood glucose level was 560 mg/dl, pump did not alarm insulin flow block and infusion set cannula was bent. The patient¿s blood glucose level was 400's mg/dl and treated with manual injection. Customer declined troubleshoot for high blood level. The product will be returned for analysis.